Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Thirty-six events were reported for this quarter. Twenty-eight devices were received for evaluation; 28 events were confirmed during testing. Twenty-two devices were found to be affected by fractured housing. Three devices were found to be missing components. Three devices were found to have swollen o-rings. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. Five devices are available for evaluation but have not yet been received. One device was not available to stryker for evaluation. Seven of 36 reported devices are in scope of recall pfa # ra2016-193 for replace. Thirteen of 36 reported devices are in scope of recall pfa # ra2016-193 for notification. This device is not repairable and was not returned to the user facility. There were no further remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 36 </noe> malfunction events in which the device had a condition in which the non-sterile battery had the potential to be exposed to the surgical site. Eleven events had no patient involvement; no patient impact. Twenty four events had patient involvement; no patient impact. Attempts were made to obtain additional information regarding 1 event; however, information was not available.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 devices were received for evaluation; 2 events were confirmed during testing. 1 device was found to be affected by fractured housing. 1 device was found to be missing a component. This device is not repairable and was not returned to the user facility. There were no further remedial actions taken. This device is not labeled for single-use. Correction: 16 of 36 reported devices are in scope of recall pfa # ra2016-193 for notification. 3 devices were expected for evaluation; however, the devices were not received.

Event description:
This report summarizes 36 malfunction events in which the device had a condition in which the non-sterile battery had the potential to be exposed to the surgical site. 11 events had no patient involvement; no patient impact. 24 events had patient involvement; no patient impact. Attempts were made to obtain additional information regarding 1 event; however, information was not available.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was returned. 1 event was confirmed; the device was found to have a fractured weld. This device is not repairable and was not returned to the user facility. Correction: 1 device was received; however, it was previously not expected for return to stryker.

Event description:
This report summarizes 36 malfunction events in which the device had a condition in which the non-sterile battery had the potential to be exposed to the surgical site. 11 events had no patient involvement; no patient impact. 24 events had patient involvement; no patient impact. Attempts were made to obtain additional information regarding 1 event; however, information was not available.